Event description:
It was reported by the customer that while the doctor was administering an injection to a patient using gel-one, the needle became disconnected during the injection process resulting in the medication spraying into the air instead of being delivered to the patient's knee. No information was received regarding any serious injury as a result of this product issue.